Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s continuous glucose monitor issued urgent low glucose alerts over an extended period while the user was unreachable, and a caregiver contacted support for assistance; support confirmed the ilet was not delivering insulin at the time and provided troubleshooting and education. Symptoms included hypoglycemia detected by cgm. Outcomes included transient interruption of normal device use and caregiver concern, with glucose later reported back in range. Investigation included complaint review, device-use history review, and user/caregiver interview. Investigation of this case revealed no device malfunction and suggested the low glucose followed prior hyperglycemia and may have been influenced by reduced food intake and exercise. It was concluded that the event was consistent with hypoglycemia of unclear cause without evidence of device failure.